Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster inc. Product analysis lab (pal) identified exposed metal near the tip of the catheter. It was initially reported by the customer that the carto 3 system was displaying noise on the distal electrocardiogram (ECG) signals when connected to the patient interface unit (piu). The caller stated that the noise was also seen on the recording system. The caller replaced the cable without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue was resolved. The customer¿s reported issue of noise on ECG signals is not MDR reportable since the risk to the patient is low. On 7/2/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection observed no visual damage or anomalies. On 7/15/2019, during a second visual inspection, damage was observed which exposed metal at the tip of the catheter. The findings were reviewed and assessed as MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found in good condition, then; during a deeper visual inspection it was noticed that there¿s damage at the tip section with metal exposed. Due to the reported complaint, an electrical test was performed on the catheter and it was found within specifications, however; the thermocouple values were found out of specification. A failure analysis was performed, and it was found that there is an electrical intermittence in the tip area creating the temperature issue. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The customer complaint was not confirmed. This thermocouple issue was previously investigated and does not represent any patient safety impact as it will result in the catheter not being able to read temperature, and thus, the catheter not being able to deliver radiofrequency (rf) energy to ablate. In this scenario, the catheter will need to be removed and replaced, causing a procedural delay and customer annoyance. In regards the physical damage found at tip section, during the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. This damage could be caused by an external object, however; this cannot be conclusively. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30181602l number, and no internal action related to the complaint was found during the review. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster inc. Product analysis lab (pal) identified exposed metal near the tip of the catheter. It was initially reported by the customer that the carto 3 system was displaying noise on the distal electrocardiogram (ECG) signals when connected to the patient interface unit (piu). The caller stated that the noise was also seen on the recording system. The caller replaced the cable without resolution. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue was resolved. The carto 3 system was operating per specs and was not responsible for the product issue. The thermocool® smart touch® sf bi-directional navigation catheter has been determined to be the root cause of the complaint reported. The procedure was continued. There were no patient consequences. The customer¿s reported issue of noise on ECG signals is not MDR reportable since the risk to the patient is low. On 7/2/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection observed no visual damage or anomalies. On 7/15/2019, during a second visual inspection, damage was observed which exposed metal at the tip of the catheter. The findings were reviewed and assessed as MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 7/15/2019 and has reassessed this complaint as reportable.